Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: battery failed" error code (1124). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) was evaluating the device and observed that the v60 ventilator displayed a "check vent: battery failed" error code (1124). The se replaced the lithium-ion battery to resolve the issue.